Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a neurovascular procedure and the procedure was completed using the wireless footswitch. It was reported that the wireless pedal loses the signal intermittently. On further inspection, it was identified that there was no error related to the footswitch and there was an issue with the lateral ip pc, so, they were not able to acquire series. They opened two cases during a few days, and both cases were related, hence one case was cancelled, and no service has been performed by philips in this case. The service was provided in another case and work order. The reported issue was resolved by replacing the host pc, hard disk and reinstallation of the software. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. And the system was returned use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless pedal loses the signal intermittently on the allura xper fd20/15 system. No harm has been reported. Philips has started an investigation of the complaint.